Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in moderately tortuous and severely calcified mid left anterior descending artery. A 3.50mm x 12mm and a 2.50mm x 12mm nc emerge balloon catheters were advanced for dilatation. However, both balloon ruptured. The procedure was completed using a wolverine cutting balloon catheter and a non-boston scientific device. There were no patient complications nor injuries reported.